Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument misfired and as a result, the surgeon had to perform a partial gastrectomy. The procedure was delayed about 30 minutes to an hour but was completed robotically. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument and a white sureform 60 reload for failure analysis evaluation. However, as of the date of this report, the evaluation has not been completed.

Manufacturer narrative:
Corrected data can be found in the fields: d2a, d2b, and d4. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument and white sureform 60 reload to perform failure analysis. A visual inspection of the sureform 60 stapler instrument displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white sureform 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. The white sureform 60 reload was returned unused and unfired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The stapler reload was attached to the returned sureform 60 stapler instrument and placed and driven on an in-house system. The stapler reload was attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned stapler reload. The stapler reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified. A review of the stapler logs for the sureform 60 stapler instrument associated with this event has been performed. The following additional information was provided: the logs show sureform 60 stapler instrument (part #480460-12, lot #k18240808-0424) was used first, and it was installed on the system 2 times and fired 1 blue sureform 60 reload. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, a white sureform 60 reload was loaded; however, no clamping or firing was performed. The instrument was then removed and not used again in the procedure. Next, the logs show sureform 60 stapler instrument (part #480460-12, lot #k18240808-0420) was installed on the system 9 times and fired 9 sureform 60 reloads (1 white, 1 blue, 4 white, 3 blue, in that order). There were no incomplete clamps with this instrument. On installs 2, and 6-9, the firings were completed with no pauses for compression. On installs 1 and 3, the firings were completed with 1 pause for compression. On install 4, the firing was completed with 2 pauses for compression. On install 5, the firing was completed with 4 pauses for compression. After the 9th firing, the instrument was removed and not used again. There were no stapler related errors pertaining to the use of these instruments in the logs.

Event description:
Refer to h11 for follow-up information.